Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is complete. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal end of the vasoview 6 evh system dissection tip broke off during the case and was retrieved through the original incision with no other pt effects reported. A replacement unit was used to complete the procedure. The product is returning.